Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels dizzy, weak and a burning near the pacemaker. These symptoms are mostly noted when working on the machinery at work. It was also noted that the patient feels dizzy when using an ipod. Follow up was conducted and the patient has not been seen by the physician since these reports. The device remains in use. No patient complications have been reported as a result of this event.